Event description:
It was reported that the pt expired in 2008, implant duration of 3 days. The reason for the pt's demise is unk, as no other details were provided.

Manufacturer narrative:
Device not returned.